Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer stated that she was able to clear the alarm last night, but not this time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she received the button error alarm 2 nights in a row.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and dog chew marks around.